Event description:
It was reported that stent damage was noted. The 99% stenosed target lesion was located in the severely calcified and severely tortuous atrioventricular (av) node branch of right coronary artery (rca). After a plain old balloon angioplasty was performed, a 2.25 mm x 20 mm promus element plus stent was advanced however, the device was unable to cross the lesion. The device was pushed hard in an attempt to cross the lesion but still failed. The physician removed the device and upon inspection outside patient's body, it was noted that the proximal edge of the stent was lifted. The procedure was completed with a 2.5 mm x 12 mm non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination of the device found proximal stent damage. Struts from the two most proximal rows were lifted and folded distally. This type of damage is consistent with the stent meeting resistance upon withdrawal. A visual and microscopic examination found that the hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).